Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that a hp printer would not print and was smoking from the battery area. There was no burning or heat and no operator was hurt by the printer. Product is hewlett packard pn 111700 that is no longer manufactured for apoc and has been discontinued for sale (B)(4), 2008. Product will be returned and discarded by apoc. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).